Event description:
It was reported that the device¿s charger would not charge the ilet and the charger indicator light would not illuminate, consistent with a charging problem associated with the battery charger; a replacement charger was arranged after basic troubleshooting confirmed the issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.